Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached, migrated, tilted and embedded the wall of the ivc. The patient reportedly experienced pulmonary embolism and the filter allowed a clot to pass through and a second filter was implanted. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately around two months later a x-ray shows acute pulmonary embolism, and an ultrasound shows the thrombus above the filter as well as bilateral common iliac veins, external iliac vein, common femoral vein, profunda femoris vein and proximal superficial femoral vein and also the filter found tilted and one of the tine was misplaced and a clot was also found above the filter, a second filter was implanted above the renal veins. Approximately four years later an unknown text revealed that the filter was fractured, and suprarenal filter was tilted. Eventually after two months the two filters were retrieved along the broken tines. Therefore, the investigation is confirmed for filter tilt, filter limb detachment. However, the investigation is unconfirmed for migration of the filter as the medical records alleges as both the filters were retrieved from the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient, result). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a history of deep venous thrombosis and pulmonary embolus, and was felt to be in need of prophylactic vena cava filter placement prior to knee surgery. The right common femoral vein was punctured percutaneously and a venacavagram was performed demonstrating good marking of the renal veins and an adequate sized vena cava for filter placement. The filter was positioned at the infrarenal level and deployed without difficulty. A completion venogram demonstrated excellent position and good angle of the filter. Pressure hemostasis was obtained. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Approximately three months post filter deployment, the patient had a large volume of deep venous thrombosis and was felt to be in need of percutaneous treatment. Access was gained to the right popliteal vein and a catheter was placed. The previously placed filter was noted to be tilted containing clot and a limb was misplaced superiorly with clot just below it. It was felt that before any treatment could be performed, a secondary filter for protection should be positioned. The filter (other manufacturer) was deployed without difficulty at the suprarenal level with completion venogram demonstrating a good position. Once this was completed, a thrombolysis catheter was positioned through the clot and secured. The patient tolerated the procedure well and was transferred to the intensive care unit for overnight therapy. The following day, the thrombolysis catheter was removed and contrast venography of the right leg, iliac and ivc demonstrated significant reopening of the vein. Percutaneous thrombectomy of the right superficial femoral vein, right common femoral vein, right iliac vein and inferior vena cava was performed and provided significant improvement of stenosis in the iliac, common femoral and proximal veins. The veins were then dilated with a balloon; however, the iliac vein had insufficient results and was subsequently stented. The cava was found to be patent above the suprarenal filter, between the two filters and into the infrarenal filter. Very likely, the patient had some thrombus in the left iliac system, but at the time the leg was asymptomatic and due to a previous pulmonary embolus, despite the filter, it was felt that being aggressive with that side was not indicated, because of minimal clinical symptoms. Pressure hemostasis was obtained. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Approximately four years four months post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein using micropuncture technique and venograms demonstrated a chronically thrombosed ivc with patent single renal veins bilaterally. There was limb penetration of the suprarenal filter demonstrated on a previous CT scan in contact with the duodenum. The hook of the suprarenal filter was embedded in the ivc wall. A detached limb in the left renal vein from the infrarenal filter was likewise embedded within the wall of the ivc and left renal vein. Several unsuccessful attempts were made at snaring the suprarenal filter. Multiple devices were utilized to shear the filter cone and hook away from the caval wall and collapsed it in its entirety. The suprarenal filter was removed and examined and found to be intact. Attention was then turned to the infrarenal filter and detached limb in the left renal vein. The filter cone was snared and the filter was removed in its entirety. A snare was used to move the detached filter limb in the left renal vein into the cava. Endobronchial forceps were then utilized to dissect the detached limb free. Multiple times the detached limb was grasped and repositioned within the ivc without removal. Eventually a snare removed in its entirety. Completion venacavogram and renal venograms demonstrated patent renal veins bilaterally. There was a patent ivc above the chronic occlusion without evidence of thrombus formation or extravasation. There was mild narrowing in the suprarenal cava at the site of the previous suprarenal filter. Hemostasis was achieved with manual pressure. There were no immediate complications. It was recommended that the patient continue prolonged anticoagulation. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the medical records allege a filter was implanted successfully below the renal veins. A completion venogram demonstrated the filter to be in excellent position with good angulation. Approximately three months later, the patient had a large volume of deep vein thrombosis which required percutaneous treatment. It was reported that the patient experienced pulmonary embolus after filter deployment. The filter was found to be tilted with one limb misplaced. Clot was identified above the main portion of the filter but below the misplaced limb. Therefore, a second filter was implanted above the renal veins. It was reported that the patient had significant amount of the vein reopened after treatment. Approximately four years and four months after deployment, a filter retrieval procedure was performed. A venogram demonstrated a chronically thrombosed ivc. Limb penetration of the suprarenal filter was demonstrated on a previous CT scan. The hook of this filter was allegedly embedded in the ivc wall. Allegedly a detached limb from the infrarenal filter was identified embedded within the wall of the ivc and renal vein. Both filters and the detached limb were retrieved successfully. Based on the medical record review, filter tilt and limb detachment can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Caval thrombosis/occlusion. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Occlusion of small vessels. Filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment, the patient had a large volume of deep venous thrombosis and was felt to be in need of percutaneous treatment. The filter was noted to be tilted with a limb misplaced superiorly; therefore, it was felt that before any treatment could be performed a secondary filter for protection should be placed. The patient had also experienced a previous pulmonary embolus post filter deployment. A suprarenal filter (other manufacturer) was deployed without difficulty followed by placement of a thrombolysis catheter for overnight treatment. The next day, percutaneous thrombectomy, balloon dilatation and stenting of the right iliac vein were performed. Approximately four years four months post filter deployment, a filter retrieval procedure was performed. There was limb penetration of the suprarenal filter demonstrated on a previous CT in contact with the duodenum, and the hook of the filter was embedded in the ivc wall. There was a detached limb in the left renal vein from the infrarenal filter. The suprarenal filter, the infrarenal filter and the detached limb in the left renal vein were successfully removed. Completion venacavogram and renal venograms demonstrated patent renal veins bilaterally and a patent ivc above the chronic occlusion without evidence of thrombus formation or extravasation. There was mild narrowing in the suprarenal cava at the site of the previous suprarenal filter. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment, the patient had a large volume of deep venous thrombosis and was felt to be in need of percutaneous treatment. The filter was noted to be tilted with a limb misplaced superiorly; therefore, it was felt that before any treatment could be performed a secondary filter for protection should be placed. The patient had also experienced a previous pulmonary embolus post filter deployment. A suprarenal filter (other manufacturer) was deployed without difficulty followed by placement of a thrombolysis catheter for overnight treatment. The next day, percutaneous thrombectomy, balloon dilatation and stenting of the right iliac vein were performed. Approximately four years four months post filter deployment, a filter retrieval procedure was performed. There was limb penetration of the suprarenal filter demonstrated on a previous CT in contact with the duodenum, and the hook of the filter was embedded in the ivc wall. There was a detached limb in the left renal vein from the infrarenal filter. The suprarenal filter, the infrarenal filter and the detached limb in the left renal vein were successfully removed. Completion venacavogram and renal venograms demonstrated patent renal veins bilaterally and a patent ivc above the chronic occlusion without evidence of thrombus formation or extravasation. There was mild narrowing in the suprarenal cava at the site of the previous suprarenal filter. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received. It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached, migrated, tilted and embedded the wall of the ivc. Allegedly the filter allowed a clot to pass through and a second filter was implanted. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient had a history of deep venous thrombosis and pulmonary embolus, and was felt to be in need of prophylactic vena cava filter placement prior to knee surgery. The right common femoral vein was punctured percutaneously and a venacavagram was performed demonstrating good marking of the renal veins and an adequate sized vena cava for filter placement. The filter was positioned at the infrarenal level and deployed without difficulty. A completion venogram demonstrated excellent position and good angle of the filter. Pressure hemostasis was obtained. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Patient presented two months post ivc deployment with acute shortness of breath and found on ventilation perfusion scan with a normal chest x-ray to have an acute pulmonary embolus. Patient was noted to have been on anticoaguation medication. Patient was recommended to be on lifelong anticoagulation. Approximately three months post filter deployment, the patient had a large volume of deep venous thrombosis and was felt to be in need of percutaneous treatment. Access was gained to the right popliteal vein and a catheter was placed. The previously placed filter was noted to be tilted containing clot and a limb was misplaced superiorly with clot just below it. It was felt that before any treatment could be performed, a secondary filter for protection should be positioned. The filter (other manufacturer) was deployed without difficulty at the suprarenal level with completion venogram demonstrating a good position. Once this was completed, a thrombolysis catheter was positioned through the clot and secured. The patient tolerated the procedure well and was transferred to the intensive care unit for overnight therapy. The following day, the thrombolysis catheter was removed and contrast venography of the right leg, iliac and ivc demonstrated significant reopening of the vein. Percutaneous thrombectomy of the right superficial femoral vein, right common femoral vein, right iliac vein and inferior vena cava was performed and provided significant improvement of stenosis in the iliac, common femoral and proximal veins. The veins were then dilated with a balloon; however, the iliac vein had insufficient results and was subsequently stented. The cava was found to be patent above the suprarenal filter, between the two filters and into the infrarenal filter. Very likely, the patient had some thrombus in the left iliac system, but at the time the leg was asymptomatic and due to a previous pulmonary embolus, despite the filter, it was felt that being aggressive with that side was not indicated, because of minimal clinical symptoms. Pressure hemostasis was obtained. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Approximately four years four months post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein using micropuncture technique and venograms demonstrated a chronically thrombosed ivc with patent single renal veins bilaterally. There was limb penetration of the suprarenal filter demonstrated on a previous CT scan in contact with the duodenum. The hook of the suprarenal filter was embedded in the ivc wall. A detached limb in the left renal vein from the infrarenal filter was likewise embedded within the wall of the ivc and left renal vein. Several unsuccessful attempts were made at snaring the suprarenal filter. Multiple devices were utilized to shear the filter cone and hook away from the caval wall and collapsed it in its entirety. The suprarenal filter was removed and examined and found to be intact. Attention was then turned to the infrarenal filter and detached limb in the left renal vein. The filter cone was snared and the filter was removed in its entirety. A snare was used to move the detached filter limb in the left renal vein into the cava. Endobronchial forceps were then utilized to dissect the detached limb free. Multiple times the detached limb was grasped and repositioned within the ivc without removal. Eventually a snare removed in its entirety. Completion venacavogram and renal venograms demonstrated patent renal veins bilaterally. There was a patent ivc above the chronic occlusion without evidence of thrombus formation or extravasation. There was mild narrowing in the suprarenal cava at the site of the previous suprarenal filter. Hemostasis was achieved with manual pressure. There were no immediate complications. It was recommended that the patient continue prolonged anticoagulation. Investigation summary: the device was not returned. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post filter deployment, a chest x-ray revealed that the patient had acute pulmonary embolus. The filter was found to be tilted with one limb misplaced. Clot was identified inside the filter and just below the misplaced limb. Therefore, a second filter was implanted above the renal veins. Approximately four years and four months after deployment, a filter retrieval procedure was performed. Limb penetration of the suprarenal filter was demonstrated on a previous CT scan. The hook of this filter was allegedly embedded in the ivc wall. Allegedly a detached limb from the infrarenal filter was identified embedded within the wall of the ivc and renal vein. Both filters and the detached limb were retrieved successfully. Based on the medical record review, filter tilt and limb detachment can be confirmed. Additionally, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. The investigation can be unconfirmed for the alleged filter migration to heart as both the filters were retrieved from the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.